Manufacturer narrative:
Follow-up # 1 (02/3/2014)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter passed testing and functioned properly. No faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient¿s family member (reporter) contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately erratic and high (compared to his feeling/ normal result(s)). The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2013, at 12:30am. The patient reportedly obtained blood glucose readings of ¿hi¿ and ¿35mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages his diabetes with an unspecified dose of insulin; however, in response to the alleged meter issue the patient reportedly consumed more food/drink approximately 30 minutes later and the emergency medical services (ems) was contacted. The reporter denied the patient developed any symptoms as a result of the alleged meter. According to the csr¿s documentation, just after 1am the patient reportedly obtained a blood glucose reading of ¿26mg/dl¿ with the ems¿s meter and was administered glucose tablet/glucose gel as treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.